Manufacturer narrative:
Based on the provided photos of the device log file it was identified that the case in question did not occur on 2023-04-23 but on 2023-04-24. From the entries, the reported failure could be confirmed. An ac power fail was logged indicating that ac mains power was not available anymore. This is accompanied by a corresponding alarm. It was reported that after the event the ac power plug was found to be disconnected being root cause for the ac power failure. In case of a mains power failure, the fabius automatically switches to the internal battery. The battery symbol is displayed in the status bar and the led indicator for the mains power supply is turned off. The remaining battery charge is displayed in the status bar. When the remaining battery charge drops below 20%, the note battery low ! Is displayed in the alarm window. If the charge level drops further below 10%, the note in the alarm window is replaced by the alarm battery low !!. It could be comprehended for the case in question that ac power fail and the alarm of a battery charge level below 10% occurred in the same minute. Both entries were followed by a motor voltage error entry indicating that the motor voltage has dropped below the minimum level for running the ventilator piston motor due to a depleted battery. In this case the motor is switched off and the alarm ventilator failure is posted. Manual ventilation is still available in this state.according to the IFU a completely charged battery can ensure supply for at least 45 minutes. This was not achieved for the current case so that a malfunction of the battery can be assumed as likely root cause. As described in the IFU the batteries should be replaced every 3 years. Following the information provided the last replacement was carried out in (B)(6) 2022- so before the 3-year interval have been reached. Therefore, it can be concluded that a premature malfunction of the battery has caused the reported symptom. The analysis of the complaint date does not indicate a systematic accumulation of this kind of failure. The field failure rate is monitored and accepted.

Event description:
It was reported that during a case the pressure waveform was flat. While performing manual ventilation a power outage alarm was displayed. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that during a case the pressure waveform was flat. While performing manual ventilation a power outage alarm was displayed. No injury reported.